Manufacturer narrative:
The insulin pump was received with an intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that it was impossible to stop the up arrow during the bolus programming. The button continues to scroll up alone and there are many scratches on the display window of the insulin pump.